Manufacturer narrative:
Additional information received on january 3, 2022 indicated that the patient experienced bilateral capsular contracture grade iii on the right and ii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with mentor memorygel 350cc breast implant experienced left sided silent rupture post procedure. A physical, and CT scan examination confirmed the issue. As a result, patient underwent replacement with mentor gel prosthesis on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 3, 2021 indicated that the patient underwent open capsulotomy with evacuation of all silicone material, and removal of ruptured implant and replacement with cat#: 3503504bc, sn#: (B)(6), and capsulorrhaphy of the medial capsule. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the posterior view of the smooth hpg, 350cc breast implant, measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).